Event description:
Reporter called regarding his wife using dreamstation made by philips/respironics. She has been using dreamstation for four to five years. After using the device for about two years she started to experience symptoms such as coughing and feeling fatigue. In 2020 she had a heart attack and shortly after developed internal bleeding, which she is still being treated for.